Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024-30990 - device 10 of 10. E1: patient city: (B)(6). Patient country: russian federation.

Event description:
Reference number (B)(4). Event occurred in russian federation. It was reported that patient faced an issue with packaging of 10 infusion sets. Packaging was not sealed properly and the packaging was not intact. No further information was available.